Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose level and over delivering. Customer¿s blood glucose value at time of incident was 44 mg/dl and current blood glucose value was 260 mg/dl. Customer treated with food and glucose tablets. Customer had been experiencing low blood glucose level since today. So, customer treated the low with 2 bottles of apple juice insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No over delivery anomalies noted. The device was received with cracked retainer and minor scratches on lcd window.